Event description:
Found at home with a irregular pulse at 40 pacemaker check demonstrated his pacemaker functioning in an aai mode but w/noncapture because of a fine atrial fibrillation. Pacer was reprogrammed into a vvi mode w/o capture despite placing his output as high as could. Reprogrammed into a unipolar fashion however could not find a sensing threshold.